Event description:
End user alleges while operating the power wheelchair in rain, she drove off the edge of a ramp. Allegedly, as a result of the incident, the client was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. Upon field evaluation, the motorized wheelchair operated as intended. The end user reported driving the unit off a ramp with one side rail in rainy weather. The ramp was not available for evaluation. The owner's manual warns, "do not operate the power wheelchair in conditions such as rain, standing water, sleet, slush or snow", and "the operation of the power wheelchair requires you to exercise caution and consideration for your personal safety and the safety of others around you".